Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, the error e433 coming on display was due to faulty hvps ( high-voltage power supply) board. The internal condition was found ok. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus by a field service engineer (fse) that an hf unit (generator) had just an e433 error. The reported issue occurred during restart of the device during maintenance. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5 and g2. Based on the results of the investigation, it was confirmed that the e433 error displaying was due to a faulty hvps ( high-voltage power supply) board. Possible causes of a defective hvps board: - the supply voltage from the hvps board is missing or too low. - a defective hvps board due to a short circuit of the mos transistors. In such cases, the user may sometimes observe popping noises or flashes.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.